Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer initially reported that during a retroperitoneal tumor resection, the devices would not seal properly. The pt passed away while in surgery. The customer has since indicated that the death was not caused by the ligasure device. The site has declined to provide additional info on the incident.